Event description:
User ran a glucose tolerance and received a glucose result of 1 mg/dl accompanied by a data flag on a patient sample. The repeat glucose result for this sample gave 172 mg/dl. All other glucose patient samples run on that day were normal. The original result was not reported out. Glucose reagent lot number - 62255801. The field service representative could not determine a cause. He performed instrument checkout, spoke with the instrument operators and could not reproduce errors. Operator ran controls and patient samples. Results were acceptable and instrument performed within specification.

Event description:
Caller reported an incident requiring professional medical treatment at a time when the aviva meter was unavailable for use due to no power; replacement shipped by manufacturer had not yet been received. A request was made for the return of the system and a replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.